Event description:
It is reported that the surgeon could not insert the liner into the shell causing a 30 minute extension in surgery. He used another multipolar shell of the same size and it fit.

Manufacturer narrative:
This report will be amended when our investigation is complete.